Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of being rushed to e.r. For non breathing and had to receive oxygen. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of being rushed to e.r. For non breathing and had to recieve oxygen. The manufacturer received voluntary medwatch (mw5104687) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient also alleged of using inhalers, steroids and other prescribed medication. In this report, e1 section and h6 section is updated.